Manufacturer narrative:
The device remains in service without further complication. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that after this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted, the pt suffered excessive bleeding. It was noted that the pt's blood clotting factor was insufficient. An intervention was performed to investigate the cause of the bleeding; electrocautery was then used to stem the bleeding and the pt received five units of blood. No additional adverse pt effects were reported.